Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the monitors stopped working. This issue would prevent the live image from being viewed, thereby making the sys unusable. There is no report of injury or death associated with the event described in this complaint.